Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/ or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a 235cc mentor memorygel breast implant experienced left sided rupture and baker grade iii capsular contracture post procedure. The rupture was discovered through magnetic resonance imaging. The rupture was discovered subsequent to the capsular contracture. Future implant replacement is indicated, however, at the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
Additional information: on january 8, 2021, mentor became aware that upon expantation, the left breast implant was found to be intact and not ruptured. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on december 9, 2020. The investigation of the returned device was completed by the failure analysis lab on december 23, 2020. Device evaluation summary: during the visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm the reported event. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 14, 2020. The explant date has been updated to (B)(6) 2020. Unilateral replacement is planned with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 26, 2020. An explant is scheduled for (B)(6) 2020. 2. Is other serious- uncheck 2. Is required intervention- check since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020. The explant was rescheduled to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware of the patient's age at the time event (section a2) and that the patient underwent unilateral device removal and replacement with a 235cc mentor memorygel breast implant, catalog number 3507235mc, serial number (B)(6) on (B)(6) 2020. Manufacturer's reference number: (B)(4).